Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 28 mg/dl, and the meter bg reading was 37 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Bg was addressed via consumption of carbohydrates. System check with the technical support team did not identify any additional issues with the pump or related supplies. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Manufacturer narrative:
B3 .